Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6)2017 that on (B)(6)2017, that the patient experienced question marks (???) On the display screen for more than one (1) hour and a hypoglycemic event. The sensor was inserted at the abdomen on (B)(6)2017. Patient reported losing consciousness at a gym. Patient's trainer treated patient with apple juice. Patient did not go to hospital; no emergency medical services were contacted. Patient alleges that the event was caused by the (???) Error reading symbol. At the time of contact, patient is fine no additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.